Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer noticed a dark discoloration on the battery cap. Customer's blood glucose level was 142 mg/dl. The condensation on the battery did not damage the insulin pump in anyway. The device was not returned.